Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient under went a gynecological procedure on (B)(6) 2009. During the procedure, the motor drive unit was making a grinding noise and the blade did not turn as fast as expected. The case was successfully completed with no adverse patient consequences.